Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Poise voltage testing was performed and was found to be within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced tiredness and a loss of consciousness and was unable to self-treat. The customer was provided "30g brownie, a 20g cannelé, and 2 pieces" by their spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a ¿replace sensor¿ error message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced tiredness and a loss of consciousness and was unable to self-treat. The customer was provided "30g brownie, a 20g cannelé, and 2 pieces" by their spouse for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.